Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. Two hours into the procedure, a tamponade occurred. Patient was sent for surgical repair of the left atrial anteroseptal wall. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of this adverse event. Patient fully recovered with no residual effects and was scheduled to be discharged 3 days post-procedure. Medical history includes a kidney transplant. Physician indicated that although it is difficult to confirm the cause of the adverse event, it was likely related to the procedure and the patient¿s fragile condition. Generator was set on power control mode at 20 watts on the posterior wall, 30 watts on the anterior wall, 35 watts on the crest and septum with cut-off of 35 watts (anteroseptal). Temperature cut-off was 50 degrees celsius. Generator settings when the injury occurred included power at 35 watts, temperature at 37 degrees celsius, and impedance of approximately 130 ohms. Overall ablation time was 60 minutes. Last ablation cycle time at the site of injury was approximately 20 seconds. It was noted that there were several radiofrequency sessions at the site of injury. It was noted that there was no spi interference and that the mean force was approximately 30 grams at the site of injury. Smarttouch was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.